Manufacturer narrative:
Batch review performed on 27 may 2019: lot 183049: (B)(4) items manufactured and released on 23-jul-2018. Expiration date: 2023-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month and a half after primary, due to signs of infection, the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.